Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window.

Event description:
It was reported that the customer experienced a low blood glucose level of 50 mg/dl. She corrected her blood glucose level by eating breakfast. Her blood glucose level after breakfast was 151 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.